Event description:
It was reported that the intra aortic balloon catheter was inserted into the pt uneventfully. When initiating pumping, the balloon reportedly did not fully unwrap and fill. It was removed from the pt and replaced with a 30cc intra aortic balloon. There were no pt complications.